Event description:
This patient has an ileal conduit and comes in every 2 months to have this tube changed. We removed the tube over a guidewire and placed a new tube. Then we examined the old tube and discovered the tip was missing. The tip is clear, cone-shaped plastic and about the size of a pencil tip. We checked the sterile field,the surrounding linen and the floor to no avail. A retrograde ureteropyleogram did not note the tip on x-ray. There was not any filling defect in the left renal pelvis, collecting system and the ureter. The pateint was advised that the tip may push out by peristalisis to the collecting bag and to bring it into the urologist's office. Plans are in the works for a CT scan without and with contrast to possibly locate the tip in the stent in imaging studies in the near future.